Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages her diabetes with oral medications (types/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine; however, stated she took a glipizide pill (2 mg) that same morning. About 2-3 hours after the alleged issue, the patient claims she felt symptoms of dizzy, shaking and cold. The patient did not specify any additional treatment. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. The cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.